Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8575, lot # j12533r, implanted: (B)(6) 2005, explanted: (B)(6) 2012. Analysis of the pump reveal no anomaly.

Event description:
The health care provider reported a malfunctioning catheter with calcifications and leaks. The pump was also reported to be at end of life (eol). The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.